Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise. No intervention was performed. The patient was in stable condition.